Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and there is a constant audible tone from the pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that here is a constant audible tone from the pump and the tone cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. No audio/beep anomaly was noted. Unable to perform any tests due to the unresponsive buttons. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker, and minor scratches on the display window.